Event description:
Information received from the field notes that the patient was in the clinic complaining of syncopal spells. The device was in high output mode and the thresholds were normal. Upon programming to the bipolar configuration, the patient immediately lost capture. The patient was pacemaker dependent. Therefore, the lead was replaced.